Manufacturer narrative:
D6b: explanted date: unknown if the device was explanted. E3: occupation: materials. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a clean stick site, and everything seemed fine on deployment of the angio-seal device. Four days later the patient was in the emergency room (ER) with a cold leg. The angio-seal anchor and collagen were found in the popliteal. Everything went well with the procedure and a rescan was done on (B)(6) 2024.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for vessel occlusion postoperatively. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).